Event description:
It was reported that fluoroscopy revealed insulation damage with externalized cables.

Manufacturer narrative:
No medwatch form was received late due to delay in receiving paperwork.